Event description:
While using a storz resectoscope during cystoscopy and ureteral stent placement, it was noted following removal that the ceramic beak of the resectoscope had fragmented leaving ceramic pieces and some metal shards on the floor of the bladder requiring extraction of visualized fragments and bladder irrigation.